Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify, how did the device "present stapling failure when firing"? Were there staples missing from the staple line? Or were staples present but not in b-formation (irregular, legs straight, malformed)? Was there any post-operative care change due to the enteric contents leak that occurred? If yes, please describe.

Event description:
It was reported that during a colectomy procedure, the stapler failed to staple when firing terminal ileus. There was no macroscopic failure. Extension of the resection was necessary because of the failure of the stapler. The patient had no permanent damage, did not need to be hospitalized or had hospital stay prolonged due to product problems, did not need to be re-operated or had any serious damage. Medical report: during right colectomy, the device presented stapling failure when firing in terminal ileum. There was no macroscopic failure, but it excreted enteric contents through the staples. Extension of the resection was necessary because of the failure of the stapler.

Manufacturer narrative:
(B)(4). Batch # p57m79. The analysis results found that the sr75 reload was received with no apparent damage. The cartridge reload had the swing tab in the locked position, and fully fired. No functional test was performed. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.